Event description:
According to the reporter, the patient presented with a perforated gastric ulcer. A laparoscopic procedure was performed to repair the defect and the patient was hospitalized for the process. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).